Event description:
It was reported the red lumen on the PICC was leaking. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an extension leg split is confirmed but the exact cause is unknown. One 4 fr dl powerpicc sv catheter was returned for investigation. Both luer extension legs were observed to be cut. Yellow discoloration was present through the catheter and extension legs. The catheter extended up to the 26 cm depth marker. Both catheter lumens were flushed with water using a 12 ml syringe and no leaks were observed. The detached luer extension leg segments were then flushed, and the red lumen was observed to leak. The split was observed to be located at the extension leg/hub interface. Microscopic observation of the break surface to be rough and granular with beach mark patterns. Material wrinkling was present on the intact portion of the catheter at the split location. The characteristics of the split suggest repeated kinking of the extension leg may have been a contributing factor. The product instructions for use (IFU) states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort. A lot history review (lhr) of redw1049 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redw1049) have been reported from the same facility.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redw1049 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redw1049) have been reported from the same facility.

Event description:
It was reported the red lumen on the PICC was leaking. No other information was provided.